Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and an elevated blood glucose (bg) level of 500 (mg/dl). Customer administered insulin pen injections and was treated in the hospital with intravenous fluids and insulin. The customer was released from the hospital on (B)(6) 2015 with the issue resolved.